Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display the night before during unknown cycle. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp had already cleared the alarm and replaced the setup. The hp would continue using the hc unit for the next therapy. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was not connected to the hc cycler at the time of the alarm. The patient line did not become separated. All bags were properly spiked and connected. A leak was noticed on the supply line. The hp had discarded the sample. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the leak, the hp stated that it was his fault, and explained to this writer that he had "pulled on the line and broke it". Per hp, there were no defects on the lines or the cassette. The hp was using supplies from the same box, and was able to provide the lot number. Per hp, he is doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.